Event description:
I had lasik surgery in 1999. Since the surgery, I have suffered from moderate daytime halos and significant night-time halos. Furthermore, starting only a few years after my surgery and continuing into recent yrs, I've become so nearsighted that I require glasses which correct the myopia but do not improve the halos. I have used alphagan p for several yrs especially before driving at night. The alphagan p reduces the halos by about 50% to 75%, but it is only temporary and cannot be used more than a few times a day spread out over several hrs. It is also expensive as it is a patented drug. I tried generic pilocarpine at one point but it made my vision even worse and significantly irritated my eyes. I've also spent many hundreds of dollars on prosthetic-pupil contact lenses, which I had to order in smaller and smaller pupil sizes to the absolute minimum available. While the smallest-pupil lenses almost completely eliminated the halos, they made my vision dark -because of decreased light getting through-, significantly reduced my peripheral vision, and consistently became foggy and/or blurry soon after inserting them. Before my surgery, I wore disposable contact lenses with no problems. Due mostly to the blurriness I incurred and the fact that I couldn't wear the lenses for more than an hr or so at a time -cleaning and reinserting them reduced but did not eliminate the blur - made them impractical. As of now, I wear glasses and use alphagan p when driving at night. I understand that my condition is not uncommon, and in fact I do not suffer from dry eye as many lasik pts do. I also understand that these complications were relatively unk back in 1999 -in fact, it took a lot of research, a couple years, and eye exams with many ophthalmologists before I was able to get to the root of the problem-. Thus, I am submitting this report merely to augment your data and offer a report of my results with respect to eye drops and prosthetic-pupil lenses. I would like to get refractive surgery again at some point in the hopes of reducing or eliminating both my halos and nearsightedness; I have been told consistently by ophthalmologists that I have enough cornea left and would be a good candidate for it. I understand that wavefront technology is a step in the right direction but still offers a high level of risk that my eyesight will not improve significantly. Thus, I am very interested in the FDA's findings with regard to lasik surgery. Once I feel that the technology has matured sufficiently and that risks of complications have been minimized, I will get surgery -lasik or otherwise- again. Until then, I regret having ever gotten lasik, and my eyesight is problematic in ways that are not easily correctible, i.e. Halos.